Event description:
Reporter indicated that vns patient's seizure frequency has increased from pre-vns baseline. There have reportedly been no changes to the patient's drug regimen, but the pt has been on antibiotics for an upper respiratory infection. The device output current settings have been gradually increased by 0.25ma increments since initiation of stimulation to the current settings of 2.0ma for normal mode and 2.25ma for magnet mode. Patient's family member later reported that the pt had been hosptialized several times for facial twitching. The twitching reortedly began when programmed output current was increased to "full capacity." The patient's family member indicated that treating neurologist increased device settings to the highest level in hopes that the pt may be able to decrease some of their medications.